Event description:
It was reported by svc report that the fowler was not raising or lowering, and the footboard was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged fowler, footboard cable was installed incorrectly.